Event description:
Patient reported the large driver arm stuck and nearly impossible to move up or down. Some noticeable rust. Patient blames this on humidity from the shower room at college. Analysis revealed rusted driver arm stuck in the locked position not allowing any movement. No further eval could be done.